Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. Device had cracked display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Doctor reported via phone call that the customer experienced low blood glucose which lead her to pass out, brake her arm and being hospitalized. It was stated that the customer woke up with blood glucose level of 261 mg/dl, she went to visit a friend and within 45 minutes, her blood glucose dropped to 37 mg/dl. Customer was treated with food and glucose tablets. It was also reported that the customer has received a motor error alarm on (B)(6) 2015 during bolus and multiple no delivery alarms. Blood glucose at the time of the alarm was 114 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the unit and passed. The insulin pump passed the displacement accuracy test.